Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, a new blood gas a bottle was attached to calibrator and the monitor showed the bottle was empty. The user facility replaced the blood gas a bottle and the same problem occurred. There was no pt involvement as this occurred during set-up. The product was changed out. There was no delay, and the surgery was completed successfully.